Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that the consumer underwent a left total hip arthroplasty on (B)(6) 2014 . Its further alleged that the hip failed due to alleged altr. Not revised yet.